Manufacturer narrative:
This device is being used off label and was implanted for tibial nerve.

Event description:
A consumer implanted for malignant pain reported via the manufacturer's representative (rep) that starting about 10 days after surgery their leg was worse than before the implant, they had pain in the leg, had been to the emergency room two times, and wanted to "rip" the system out. It was noted one of the emergency room visits was for swelling in the leg. At the appointment on (B)(6) the consumer could feel stimulation and was healing from surgery. It was noted the lead was implanted for the tibial nerve and the implantable neurostimulator (ins) was in the right thigh and the use of therapy was off label. A follow-up appointment was scheduled with the physician for (B)(6) but the consumer didn't want to wait until then.

Manufacturer narrative:
Product ID; 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer's&#62688;representative (rep) reported they met with the consumer on (B)(6) at the physician&#62688;office. The device was checked and the lead impedance on one lead was normal, and the consumer was using that therapy. The other lead was not being used at the current time due to swelling in the leg that the doctor felt was related to the implant procedure. There were no plans at the current time for any intervention since the doctor felt the swelling would recede, and then they would turn the lead on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) providing the serial numbers of the reported broken lead. A number of adjustments to the ins were attempted for pain management with the device. It was planned to exchange leads on (B)(6) 2016. The cause for the broken leads was not determined.

Event description:
A consumer implanted for malignant pain reported via the manufacturer's representative (rep) that starting about 10 days after surgery their leg was worse than before the implant, they had pain in the leg, had been to the emergency room two times, and wanted to "rip" the system out. It was noted one of the emergency room visits was for swelling in the leg. At the appointment on (B)(6) the consumer could feel stimulation and was healing from surgery. It was noted the lead was implanted for the tibial nerve and the implantable neurostimulator (ins) was in the right thigh and the use of therapy was off label. A follow-up appointment was scheduled with the physician for (B)(6) but the consumer didn't want to wait until then. On (B)(6) 2016 (B)(6) (rep): additional information received from the manufacturer's representative (rep) reported they met with the consumer on (B)(6) at the physician's office. The device was checked and the lead impedance on one lead was normal, and the consumer was using that therapy. The other lead was not being used at the current time due to swelling in the leg that the doctor felt was related to the implant procedure. There were no plans at the current time for any intervention since the doctor felt the swelling would recede, and then they would turn the lead on. On (B)(6) 2016 (B)(4) (con, rep): additional information received from the consumer via the manufacturer's representative (rep) reported the "office" told them the lead was broken, but the rep. Wasn't sure which lead it was. It was noted the leads were placed peripherally which was off label. There were no diagnostics or troubleshooting performed. The consumer later reported the patient's lead wasn't working on the inner side of their leg starting about ten days after surgery, and the implant hadn't helped/worked with the patient's leg pain. The patient was supposed to have surgery the morning of (B)(6) 2016 to replace the lead, but the surgery was cancelled due to insurance. The issue was not currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.